Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output when leads were connected. The device was removed and replaced. The patient was in stable condition.